Event description:
My daughter received crest oral disclosing tablets from her school. No unique identifying logo on tablet face. No child resistant packaging. Is this product regulated? Could not find it listed in orange book. Is it even approved? Some tablet ingredients are listed by proprietary name -emdex, explotab, cherry flavor, d&c red 28 dye, magnesium stearate- . . . Those names would mean nothing to a lay person. Dye adheres to plaque on teeth as indicator of poor teeth brushing. Accompanying literature states "crest super tabs" yet product foil pouch is labeled crest non disclosing tablets. Not sure if these are technically considered a drug/diagnostic device?? I doubt it is a vitamin/food product. No one at the FDA can answer my question. FDA suggested that I fill out a medwatch report. Literature states to use under supervision of adult yet product is targeted to children -1st grade- by crest and is packaged in non-cr packaging. Dose or amount: 1 tablet. Frequency: after brushing. Route: dental. Dates of use: 2009. Diagnosis or reason for use: to show areas of poor brushing. Event abated after use stopped or dose reduced: yes.